Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one closed sample and two open samples contaminated (two pieces of thread not wound on the packs and 2 needles detached from the threads). Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfil the requirements of the european pharmacopoeia: 1.32 kgf in average and in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Checking one of the detached needles and the thread end of one of the used samples received we have noticed that there are marks of a needle holder/surgical instrument in the needle attachment zone and in the thread. The needle and the thread have been damaged during handling of the suture (the needle and the thread are deformed) and the needle detachment from the thread is caused by this wrong handling. Needles have to be holded with needleholders in the central 2/3 of the needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/european pharmacopoeia and b.braun surgical requirements. As stated in the instructions for use of the product: 'care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Grasping the needle at the area of the point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibber attachment end could cause bending and breakage of the needle.' Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the suture has been damaged by the user. Final conclusion: taking into account that the results of the closed sample received fulfils european pharmacopoeia/b. Braun surgical specifications and that one of the open samples received has been damaged most probably due to a wrong handling, we conclude that the case is not confirmed because the defect is due to a possible incorrect handling not in accordance with the product's instructions for use. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that several envelopes of sutures have appeared with the thread separated from the needle.